Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd. The unit was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to cracked bleeding lcd. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump had a leak in the screen. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect.